Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that during retraction, the device met resistance and force was used. It should be noted that the ultra rapid exchange (rx) coronary stent system (css), international, instructions for use, (IFU), specifies: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. It is unknown if the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending coronary artery. The 5x18mm multilink ultra stent was deployed at 12 atmospheres. The stent balloon faced resistance during removal with the deployed stent despite several attempts. The stent delivery system was removed with force. An unspecified intravascular ultrasound (ivus) catheter was used and confirmed that the stent was not damaged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.